Manufacturer narrative:
Section h8: additional information manufacturer¿s investigation conclusion the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the patient continues with complaints of nausea, poor po and nausea associated to reported major infection, fever & bowel obstruction. The patient had a (gi) consult. Nutritional support consult for total parenteral nutrition (tpn) recommendations as patient meets criteria for malnutrition peripherally inserted central catheter line (PICC) to be placed for IV access and tpn to be initiated due to inadequate oral intake.

Manufacturer narrative:
Approximate age of device- 1 year and 11 months. The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with a fever spike with mental status changes. The patient was somulen and complained of symptoms of nausea and vomiting also kidney, ureter, and bladder (kub) xray revealed increase stool in bowel. Free air series shows no fanconi anemia (fa) in bowel but positive stool. Possible ileus however the patient is unable to take oral antibiotics due to somnolence . IV antibiotics started and flagyl added. The patient is still spiking a temperature with IV antibiotics. Another kidney, ureter, and bladder (kub) on (B)(6) 2019 revealed colonic distension; ileus the infectious disease is concerned that the patient may have translocated enteric flora that was not caught on blood cultures. The patient will remain on IV antibiotics and will remained hospitalized and will be changed to parenteral antibiotics. No additional information was provided.